Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on unknown date. Customer was dispatch in emergency medical services and got to know that blood glucose at the time of event was 20 mg/dl. It was unknown that customer was using auto mode or not at the time of incident. Customer was passed out and got juice. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.